Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-dec-04. It was reported that the patient¿s pain pump had been turned off, and the patient is awaiting hospital procedure to remove the pump. The patient is scheduled to have the pump removed, but the patient is currently in the ICU, so the procedure is on hold. The software version of the 8870 was 15.7. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 50 mg/ml of hyromorphone at 30 mg/ml via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported the patient's pump was empty. It was indicated the event occurred around (B)(6) 2019 and the patient was due for a refill. The patient was due for a refill on (B)(6) 2019, however, they called to cancel it. When the patient was brought in it was reported the 8840 clinician programmer had blacked out the settings so they were not able to program the pump. Technical services walked the hcp through the steps so they could update the pump. The hcp stated they were able to open the rest of the tabs normally but she missed the reservoir volume box because it was blank. Technical services reviewed this was a normal feature with the 8840 once the pump goes empty. Empty pump considerations were reviewed. The patient no longer wanted to use the pump so they were considering leaving the pump empty since it was difficult to work with the patient. The hcp planned to try to get the patient back and update the pump. No symptoms were reported. No further complications were reported or anticipated.